Event description:
It was reported that a patient underwent a primary breast augmentation surgery with implantation of a 250cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient reported experiencing an uncomfortable and deflated right breast implant. A consultation with a medical professional has yet to be conducted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Follow-ups were not performed per the patient's request.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 05, 2024, mentor received the following additional information. Patient age at the time of event: 63 years old the patient was scheduled for breast implant removal on (B)(6) 2024. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation, breast pain date of explantation: (B)(6) 2024 manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 30, 2024, the mentor analysis lab received the suspect medical device for evaluation. On june 17, 2024, mentor completed an evaluation on the returned device. Mentor conducted visual inspection and leak testing of the device. During visual evaluation no apparent damage or visual anomalies were observed on the breast implant device. Leak testing was performed, according to mentor procedure, and it identified a tear within a crease/fold on the posterior view, measuring approximately 0.1 cm. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).